Event description:
The customer reports that the MRI images are reversed horizontally halfway through the series. There was no reported patient injury associated with this event.

Manufacturer narrative:
Follow-up report will be filed when the investigation is complete. (B) (4).